Manufacturer narrative:
Full e1 establishment name: (B)(6). The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found that water tightness was lost due to a pinhole on the bending section cover, the insulation resistance value did not meet the standard value due to damage on the insertion pipe, the bending section cover adhesive was chipped, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the image had white dots due to damage on the ccd unit, and the video connector was cracked and deformed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although the foggy image was confirmed through evaluation of the device and the damaged objective lens was likely due to stress of repeated use, external factors, or handling, a definitive root cause of the foggy image could not be determined. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the instructions for use (IFU). If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported the image of the flex deflectable videoscope was poor. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the image was foggy due to a damaged objective lens and damaged charged coupled device (ccd) unit. The report is being submitted due to the defects found during evaluation.